Event description:
It was reported that bd alaris smartsite extension set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing contamination.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that tubing contamination. One sample was received for quality evaluation. Visual examination of the sample indicates a piece of foreign material inside the female luer adapter. The customer complaint of cosmetic issue was not confirmed, however foreign matter was discovered on the female luer body. Fourier transform infrared analysis indicates that the foreign material inside the female luer has similar properties to acrylamide. The customer complaint of cosmetic issues was not confirmed, however, the issue of foreign matter was confirmed. Investigation of root cause to be forwarded to the supplier for root cause analysis. After investigation with the supplier group, the material identified by the ftir analysis is not used in the construction of the extension set, and root cause for the issue could not be determined. A review of the production batch did not indicate any other instances of the issue. Additionally, preventative maintenance records show that all the regularly scheduled planned preventative maintenance activities had been conducted and recorded. No corrective actions have been initiated, but continuous monitoring of similar issues will be conducted to determine if further actions are needed. A device history record review for model 20027e lot number 24099353 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.